Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited one shock impedance measurement of greater than 200 ohms. All other values prior to, and after, were normal at 50 ohms. There was no noise, and all other lead diagnostics were stable. Boston scientific technical services (ts) discussed continued monitoring with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.